Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above (300 mg/dl) with ketones present. The customer delivered a bolus to stabilize bg level. The customer stated the suspected cause for the elevated bg level was due to not connecting to the pump after taking a shower. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.